Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alternating current (ac) power cable not latching properly was confirmed via evaluation of the heartmate mobile power unit (mpu) ac power cord (lot number 10814683). Visual inspection of the ac power cord revealed the position of the v-lock feature was misaligned. The ac power cord was connected to a test mpu; however, the v-lock feature did not engage. Due to the ac power cord not properly latching to the mpu, the cord was able to be removed without pressing the yellow locking button down. Despite the unsecured connection, the ac power cord was able to supply power the test mpu as intended. Provided information stated that no log files were available and the patient¿s mpu was serial number (B)(6). The root cause for the reported event was determined to be due to the mpu ac power cord v-lock connector being misaligned. A corrective action was initiated to investigate this issue. The heartmate mobile power unit alternating current power cord lot number 10814683 was packaged and shipped with heartmate mobile power unit serial number (B)(6) to (B)(6) medical center. Customer order, (B)(6), was shipped on 23may2025. Device history records were reviewed for heartmate mobile power unit serial number (B)(6) and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 3, ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3, ¿powering the system¿ explains how to properly use the mobile power unit (mpu). Heartmate 3 instructions for use (rev. D) section f, ¿safety checklists¿ and heartmate 3 patient handbook (rev. A) section 10 ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were no log files available. The mpu had a yellow clip, which they thought may have been the v-lock connector on the ac power cord.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated their mobile power unit (mpu) power cable never latched properly. The team replaced the mpu power cable and verified the locking mechanism worked appropriately. There were no alarms.